Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 377760, lot# v004734, implanted: (B)(6) 2006, explanted: (B)(6) 2009. Product type: lead: product ID 377760, lot# v006394, implanted: (B)(6) 2006, explanted: 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3487a-45, lot# j0454529v, implanted: (B)(6) 2004. Product type: lead: product ID 3487a-45, lot# j0454529v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Event description:
It was reported that the patient had ¿lead problems.¿ it was noted the leads ¿just quit working¿ and were replaced. Additional information was requested but was not available at the date of this report.